Event description:
Medtronic received information regarding a shunt/valve. It was reported that the failure was regarding the aspiration of liquid from the ventricular catheter to the valve. Pressure was applied to the reservoir of the valve to aspirate the liquid, but it never reached the reservoir to go through to the lumboperitoneal catheter. Both catheters were subjected to priming tests and were found to be fine; they were not blocked or lacerated. Afterward, the catheters were tested with a syringe to check the flow of liquid and similarly did not present any failures. There was no patient involvement.

Manufacturer narrative:
E1. Unable to provide healthcare professional information due to privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.